Event description:
It was reported that a patient underwent a total joint procedure on (B)(6) 2023 and suture was used. During the procedure, the sales rep reported that the mcp936h knot came untied in prior total joint case. Had to add additional knot to secure. Said the last few months the suture has felt thinner and not as robust. Requested for future they hold product aside. There was a delay. No fragments made. Procedure was completed.. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * was there any change in the patient¿s post-operative care due to the prolonged procedure? * were there any unexpected outcomes or complications as a result of the prolonged surgery time? * how long (in minutes) did the surgery prolong? * what tissue was being sutured when the event occurred? * was additional dissection required in other organs/tissues other than the target tissue? * what is the total number of products involved in this event? * it is know by event description (said the last few months the suture has felt thinner) the event occur during multiple patient procedures, could you please clarify what is the total number of procedures? * have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). * if this event occurred in multiple procedures, please provide the following information for each patient event. * what is the lot number? * please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m events reported via: 2210968-2023-06196.